Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Subsequently, the patient underwent a pocket revision, and this rv lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.